Manufacturer narrative:
This device was used for treatment, not diagnosis. This report is for one (1) unknown pfna blade 04.027.0xx. This report is for one (1) unknown pfna blade 04.027.0xx. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes denmark reports an event as follows: it was reported that the surgeon had an event where the proximal femoral nail antirotate blade (pfna) backed partially out post-operatively of a patient on an unknown date. A revision surgery was performed, there was no reported information concerning the patient condition or outcome. Concomitant reported part: 1x nail (part and lot number unknown). Related incidents: (B)(4)- case 1; (B)(4)- case 2; (B)(4)- case 4. This report is for one (1) unknown pfna blade 04.027.0xx. This report is 1 of 1 for (B)(4).